Event description:
The field engineer reported that the system displayed a precharge voltage error and the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.